Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to flattened dome switch. No moisture damage was noted during visual inspection on electronic assembly. The device had minor scratches on the lcd window, cracked case at display window corner, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was broken and he was caught in the rain, now the buttons aren't responding. Customer stated the device continues to attempt to administer insulin. Customer's blood glucose was unknown. Customer stated the device was exposed to moisture two weeks prior to keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.